Manufacturer narrative:
Device not returned for evaluation. Device not received for evaluation.

Event description:
Complainant is alleging that the axle implant may have come loose. Reported that during the procedure while tightening the set screw, the torque handle did not click as distinctly as expected. No dates were reported, no medical images were received. Reported that the patient has not been revised, nor is patient scheduled for revision at this time. If surgeon decides to revise complainant will provide an update.